Event description:
Information was received that while a smiths medical catheter was in use, the vein of the patient had malfunctioned. It was reported that the mandrel with the flexible rod lacks mobility and the needle must be inserted completely into the patient's vein.